Manufacturer narrative:
The technician could not duplicate the malfunction alleged, however, were this condition to reoccur, it could cause serious injury. The technician replaced the head and foot towers to resolve any possible further issues.

Event description:
There was an alleged downward movement of the head section which caused some additional pain to a pt who recently had surgery, there was no serious injury however.